Manufacturer narrative:
Evaluation summary: the returned radiograph does not depict a cement mantle around the keel of the tibial component. Returned photographs of the explants indicate no cement on the keel of the tibial component and only a small area of cement on the underside of the component, where it contacts the tibial plateau. It appears that the majority of the (B)(4) on the underside of the tibial component has worn off; however, the posteromedial and posterolateral aspects of the component appear to still have significant amounts of residual (B)(4). This remaining (B)(4) is suggestive of improper cementing technique that may be the root cause of the reported loosening. An inadequate cement mantle could lead to micromotion and loosening. Without the devices and the quality of photos and radiographs returned, a definitive cause cannot be determined. Evaluation: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised for tibial loosening.